Event description:
It was reported that there was oversensing, no capture, high impedance greater than 3000 ohms, and that the patient received inappropriate shocks due to noise. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.